Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up and down arrow buttons on the insulin pump became unresponsive when the customer was changing the reservoir. The blood glucose reading was not known. Nothing further was reported.